Event description:
It was reported by a patient to the (B)(6) that they underwent primary hip surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2012 allegedly due to elevated metal ion levels. This report is based on allegations set forth in the patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is based on allegations set forth in the patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The returned components were evaluated and found the wear stripe on the acetabular shell suggests a strong degree of joint laxity, subluxation or rim contact, which may have caused the elevated ion levels in the patient's blood. The taper interface of the returned femoral components has a white residue which is indicative of a fretting/galling process. This is not considered to have significantly contributed to the elevated ion levels due to the titanium based materials used, but the wear mechanisms may have caused clogging and fusion of the tapers. Note that in the absence of radiographs or further information, a definite conclusion cannot be made as to the root cause of the failure of this joint.